Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during third inflation at 24 atmospheres for 120 seconds, the balloon ruptured. The procedure was completed with a different device. No patient serious injury or adverse event were reported.